Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer's blood glucose (bg) was 542 mg/dl. Customer drank water to address elevated bg. The occlusion alarms were addressed by changing supplies or clearing the alarms.